Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the three returned screws. All three screw show signs of attempted using including marking/ scratching on the screw heads. All three screws have fractured screw shafts. The screw tips were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 91-6105, lot# j935280, 1.5x5mm ht sd x-dr screw qty 2. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00069 and 001032347-2023-00070.

Event description:
It is reported that during a procedure while placing a trephination plate with screws, that three of the screws fractured creating the need to place the plate in another area. There was a surgical delay and three fragments of the screws remained within the patient. Attempts have been made and additional information on the reported event is unavailable at this time.